Manufacturer narrative:
Upon further review the engineer determined that the automated imeplla controller (aic) was operating as expected. There were no issues with the aic. The engineer determined that the issue was with the purge cassette, not the aic. A regulatory report is no longer necessary.

Event description:
The user facility reported there was air in purge alarm observered on the impella console. The console would purge the line, but once connected the alarm remained active. The abiomed field team advised swapping out the console. No harm or injury noted.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.